Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative provided the serial number of the wireless external neurostimulator (wens).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), product type screening device product ID 977d260, serial# (B)(4), product type screening device.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that the patient had a lack of pain relief and efficacy during their trial, as well as a dramatic change in perception amplitude. It was noted that the rep had walked the patient through turning up the intensity to the point of perception. They stated that the patient¿s perception levels far exceeded levels experienced in post-op programming. The rep mentioned that the patient¿s perception also changed from mid trunk area to feet only. An x-ray confirmed that the leads had migrated from the t8 area, down to around t12, and were out of any therapeutic zone for programming. The physician was made aware, and approved to pull the leads early. The rep stated that it is unknown at what point the trial leads may have migrated, as the patient was less than 48 hours into their trial period. They noted that compliance could be an issue, as the patient decided to go to work the day after the trial leads were placed. It was mentioned that the p atient¿s leads were pulled on day 3 of their trial. The rep indicated that the patient had made comments that they were hopeful the trial would be shortened because they did not want to go a full week without a shower or bath. They were very apprehensive that the trial would work for their pain. No further complications were reported or anticipated. Indication for use is unknown.